Event description:
Customer stated that pump infused under by 6 to 8 percent during testing. Rate and dose are 125 ml/hr and 30 ml.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests. Pump was calibrated to resolve the issue.